Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was discovered that the pigtail of the renal pelvis side was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the stent was torn approximately 2 centimeters from the distal tip. The suture was not present with the device return. Most likely, the stent was torn when cutting the suture while preparing the device for use in the procedure. Based on the event information, the defect was identified outside the patient during preparation for the procedure. Therefore, handling damage contributed to this event.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that during preparation to place a polaris ultra ureteral stent, when the device was unpacked, it was discovered that the pigtail of the renal pelvis side was torn. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.